Event description:
Emergency medical system personnel were attending to an asystolic pt. After the 8th countershock was delivered, the device displayed a connect electrodes message. All cable/electrode connections were verified. A back-up device was obtained and the pt transported to the hospital. There were no adverse effects to the pt reported as result of the alleged malfunction.